Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cause for the failure was isolated to a broken wire in the ECG cable. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.